Event description:
Reportedly, when the subject home monitor was plugged in, the status led remained green, as expected. Then, the button for patient initiated transmission blinked in green. However, when the button was pressed to start the pairing, the button turned red, indicating data transmission error.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190709 - file-2019-01529 - analysis_and_closure_report_resp-2019-00987.pdf].

Event description:
Reportedly, when the subject home monitor was plugged in, the status led remained green, as expected. Then, the button for patient initiated transmission blinked in green. However, when the button was pressed to start the pairing, the button turned red, indicating data transmission error.